Manufacturer narrative:
(B)(4). The device in question was not available for return and no lot number was provided; therefore, no investigation could be conducted including DHR review.

Event description:
A report was received that after a c-section delivery, a newborn was bagged by manual resuscitator for 5 minutes. A t-piece resuscitator was used about 5 minutes and then the patient was placed on a premature size (2411-04) high flow nasal cannula (hfnc) at 3.0l, which was increased to 3.5l. The device was changed to the infant size (2411-03) hfnc at 4.0l and then increased to 5.0l. The patient was reported to have bilateral pneumothorax. The facility stated that "they didn't know if the device was what caused the bilateral pneumothorax." The patient had a 19 day nicu admission and is now reported as doing "fine."

Manufacturer narrative:
(B)(4). Single event involved two sizes of teleflex high flow nasal cannula, therefore two mdrs are filed. See related MDR #3011137372-2017-00101. Teleflex reached out to the customer for additional information. The device has not been returned for evaluation at the time of this report.

Event description:
A report was received that after a c-section delivery, a newborn was bagged by manual resuscitator for 5 minutes. A t-piece resuscitator was used about 5 minutes and then the patient was placed on a premature size (2411-04) high flow nasal cannula (hfnc) at 3.0l, which was increased to 3.5l. The device was changed to the infant size (2411-03) hfnc at 4.0l and then increased to 5.0l. The patient was reported to have bilateral pneumothorax. The facility stated that "they didn't know if the device was what caused the bilateral pneumothorax." The patient had a 19 day nicu admission and is now reported as doing "fine."